Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 17 september, 2021. Medwatch report # mw5104553. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that an unspecified bd pen needle was not functioning. There was no report of patient impact. The following information was provided by the initial reporter: age-related osteoporosis, without current pathological fracture. Spontaneous inbound call from patient, who reported that she would like additional pen needles due to some pen needle failure (details and date of event not provided]. Unknown if any adverse event or missed dose occurred. Unknown if patient still has defective needles on hand for return. Unknown if doctor is aware.